Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-103mg/dl fasting. Verified test strips expire 07/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 91mg/dl and 51mg/dl. Reviewed meter memory: 214mg/dl (B)(6) 2015 12:00:00 pm fasting:yes. Customers concern:214mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-103mg/dl fasting. Verified test strips expire 07/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 91mg/dl and 51mg/dl. Reviewed meter memory 1:214mg/dl (B)(6) 2015 12:00:00 pm fasting: yes. Customers concern: 214mg/dl. No adverse event reported.